Event description:
It was reported by service report that the x frame is cracked and the outer base tubes are damaged. It is unk if there was pt involvement, however, no adverse consequences are reported.